Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker was visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead. A new leadless pacemaker was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was pocket erosion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.